Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a microclave clear connector leaked at the distal end of a bd syringe set with a pressure sensing disc. Leakage was observed at the threaded connection between the clave and the set. The tubing was replaced promptly, and therapy continued without delay. There was patient involvement with no injury reported.